Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional information has been requested by phone, fax and mail on 01/22/2013 and 02/01/2013. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported that a patient was experiencing blurry vision following intraocular lens (iol) implant surgery due to an unexpected postoperative outcome. The iol was exchanged three months following the initial surgery. Additional information has been requested.